Event description:
It was reported that the physician found a leak in the delta chamber before implantation.

Manufacturer narrative:
The valve did not pass leakage and patency testing due to a large tear on the top of the delta chamber. This damage precluded all additional testing. It is unclear how or when this damage occurred. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture. Medtronic neurosurgery regards the submission of a report does not constitute an admission that the product caused or contributed to the reported event.